Manufacturer narrative:
An event of pericardial effusion, cardiac tamponade, atrial flutter and stroke was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pericardial effusion, cardiac tamponade, atrial flutter and stroke could not be conclusively determined. It is possible that procedural conditions contributed to the reported incidents; however, this cannot be confirmed. The reported hospitalization and unexpected medical intervention were due to case-specific circumstances, as the patient was hospitalized, and underwent pericardiocentesis. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm epic plus mitral valve was implanted in the patient. After the procedure, the patient exhibited left sided hemiparesis during the recovery phase. The computerized tomography (CT) scan unremarkable but a stroke was diagnosed during a neurological consultation. The patient required 26 days of hospitalization, physiotherapy and neurological rehabilitation were given to patient. The hemiparesis of the left arm and leg was still present at the discharge. On (B)(6) 2025, a pericardial effusion was detected during ultrasound and a pericardiocentesis was performed. There was beginning signs of tamponade. The physician mentioned abbott device caused the pericardial effusion. After that atrial flutter was noted and a cardioversion was performed. The patient had a pleural effusion and diuretics was given to the patient. On (B)(6) 2025, some medications were administrated to the patient. The patient was reported in the recovery phase.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4), patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm epic plus mitral valve was implanted in the patient. After the procedure, the patient exhibited left sided hemiparesis during the recovery phase. The computerized tomography (CT) scan unremarkable but a stroke was diagnosed during a neurological consultation. The patient required 26 days of hospitalization, physiotherapy and neurological rehabilitation were given to patient. The hemiparesis of the left arm and leg was still present at the discharge. On (B)(6) 2025, a pericardial effusion was detected during ultrasound and a pericardiocentesis was performed. There was beginning signs of tamponade. The physician mentioned abbott device caused the pericardial effusion. After that atrial flutter was noted and a cardioversion was performed. The patient had a pleural effusion and diuretics was given to the patient. On (B)(6) 2025, some medications were administrated to the patient. The patient was reported in the recovery phase.